Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 09/03/2020. An investigation was conducted on 09/14/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the bent wire. The clear silicone insulation on the side of the cold jaw was observed to be peeled away, exposing the metal portion of the jaw. The peeled away clear silicone insulation was not returned for evaluation. The clear silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, both the reported failures "material twisted/ bent wire" and "peeled jaw" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 vessel sealing tip has delaminated and central wire on the jaws used for cutting had seperated from the jaws. Nothing fell into the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 vessel sealing tip has delaminated and central wire on the jaws used for cutting had separated from the jaws. Nothing fell into the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.